Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dry acid mixer was on fire at the fill valve and wiring. The biomed stated that a burning smell and visible smoke was noted coming from the machine during dissolution in fill mode. The biomed put the fire out using a small fire extinguisher. No smoke detectors were triggered and no evacuations occurred due to the reported event. The fire department was not called. The biomed confirmed that there was no patient involvement and there was no harm to any patients or individuals because of this malfunction. The biomed reported that this is the original fill valve on the machine. There were no machine issues prior to this event and the machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed reported that the machine is still in service, however, being manually filled. To date, no parts have been replaced and the fill valve and wiring is still on the machine.